Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01697.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. The patient alleges perforation. Per exam information: "ivc filter seen, below the level of the renal vein inflows. There appears to be a few perorated struts, and possible embedded hook"